Event description:
A micro-tech (nanjing) co., ltd. Sureclip gastrointestinal endoscopic clip was deployed down scope, but the clip did not open during its placement. The sureclip gastrointestinal endoscopic clip was removed intact without patient retaining any parts of device.